Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, oversensing was observed on the rv channel. The patient's threshold value had increased the day after implant but had been stable since. Programming changes were discussed. An x-ray was performed on (B)(6) 2019 with unclear results. The physician speculates that the rising impedance and noise issues might be caused by micro-dislodgement of the lead. The physician elected to replace the lead. The patient was stable with no complications.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for investigation. The damage found was sustained during the surgical procedure. The lead was otherwise normal.